Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction was approximately 5mm off when verifying accuracy on landmarks and attempting to navigate in the nose. All other instruments were observed to be navigating accurately by site. The local representative (MDR) arrived at site and verified accuracy using her own straight suction as well as the same straight suction that was used during the case. No issues were found. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.